Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the vibratory alter testing of the ICD, no vibratory alert was received. Lengthening and shortening the interval, using rf and non-rf, and other testing did not resolve the issue. The doctor was informed and the patient will continue to be monitored.